Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon tried to use the first universal seal and realized there was a leak of pneumoperitoneum. He switched all four universal seals and replaced it for the previous version (470361). Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: however, the customer was not able to provide any information.

Manufacturer narrative:
As of the date of this report, the universal seal has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.